Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. Thirteen representative devices were available for evaluation. Visual inspection noted that the representative samples showed no breaches or damage to the breathable pouches, properly parked needles, intact retainers with correctly wound sutures, and no abnormalities observed on the sutures or foil pouches under tactile and microscopic examination. Functionally, the breathable pouches were opened without tearing the tyvek, and the sutures were easily removed from the retainers and loaded onto an instron machine using pneumatic grips. No suture breakage or fraying occurred during handling or loading, and the sutures were pulled at 300 mm/min until the needles detached; the measured detachment forces met the mean and individual specification requirements. Further testing concluded while all devices tested meet specifications, there are abnormalities in the data. Probable cause is variability in heat-tipping process caused some units to become over heat-tipped. This over heat-tipping caused the suture material to become brittle, which caused higher variability in needle attachment forces. This was especially noted when pulling the suture 90 degrees relative to the needle when testing attachment force. It was reported that needle detachment occurred for the two sutures while suturing. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: cl-812, cl-812 polysorb, 0 vio 75cm gs21 x36 (lot#a5d1596y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure, needle detachment occurred for the two sutures while suturing. The needles did not fall into the patient cavity. A new lot was opened and used without issue. No patient complications have been reported as a result of this event.